Event description:
It was reported that the patient was brought to the emergency room after suffering a seizure at school, CPR was performed the patient was unresponsive. No capture was noted at high output and noise were noted, the patient deceased. The cause of death is unknown.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was found to be normal. It was possible that the noise was generated as a result of the cardiopulmonary resuscitation that was given.